Event description:
It was reported that this left ventricular lead was successfully explanted due placement difficulty. It was decided that another lead would be implanted instead. No further adverse effects were reported.